Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (intermittent power) issue. The pump reportedly had rebooted with a low battery. The battery was replaced and then lost power without user intervention. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 07/18/2013 -device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed that reboots are observed in the black box. No evidence of short battery life observed in the pump histories, frequent low battery warnings were not observed. Black box shows time and date resetting to default following a por. There was no damage found to battery cap or battery compartment. The battery cap was able to attach securely to pump. The pump powers on normal with no alarms. The pump was exercised for 24 hours with no power issues or alarms occurring. The battery cap contact height was found to be in specifications. The pump was opened and no damage was found to power circuit. Evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.